Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was experiencing discomfort all throughout treatment because the cycler was not draining completely. It was later determined that the patient was diagnosed with peritonitis on (B)(6) 2016 when a culture of the patient's peritoneal effluent grew staph epidermis. The peritoneal dialysis nurse attributed the infection to the patient's refusal to wear a mask, and follow the procedures that they were trained to. The patient was not hospitalized, but was prescribed the antibiotic cephazolin to treat the infection.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage, and a simulated treatment was performed and completed without any failures or problems. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test and system air leak test passed, and the load cell value and verification were within tolerance. The patient sensor calibration check passed, and there were no discrepancies encountered in the internal inspection of the cycler. The reported symptoms of lf15 not draining (no alarm) and lf37 iipv (dv up to 180% of fv), were not confirmed with testing. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.